Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection (abscess and cellulitis) at implant site and subsequently was treated with multiple rounds of antibiotics starting from (B)(6) 2023 (specific date, type and duration not reported); however, the issue did not resolve. Explant is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.